Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During drilling the glenoid center hole, the tip of guide pin broke off in the glenoid bone. The surgeon was only able to retrieve a piece of the broken pieces (the tip of the pin had been broken into two pieces.) About 1cm-length piece remained in the patient. The retrieved portion of the pin has been blackened and it was not certain if the cannulated drill bit had problems. It will be returned for analysis as well.